Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient had a colonoscopy on (B)(6) 2021 for instance of rectoal bleeding with stools. The colonscopy revealed a 5cm infiltrative lesion suspicious for sigmoid malignancy. On (B)(6) 2021 a biopsy revealed invasive, moderately differentiated adenocardinoma of sigmoid colon. On (B)(6) 2021 the patient had a colectomy and colostomy. No additional information was provided.

Event description:
It was reported that the patient had a worsening ileus. Gastroenterology was consulted, and a computed tomography scan found gaseous distension of the colon had improved since a previous study. A nasogastric tube was placed. On (B)(6) 2021, the patient developed a fever, and blood was positive for escherichia coli. Antibiotics were started. It was later reported on (B)(6) 2021 that urine was positive for escherichia coli and blood cultures were negative. The infection was not considered to be related to the device. The patient was stable and planned to finish their 14-day antibiotic regimen on (B)(6) 2021. On (B)(6) 2021, the patient had blood tinged stool and was diagnosed with hemorrhoids. On (B)(6) 2021, gastroenterology was reconsulted about a colonoscopy, but it was held off due to high international normalized ratio. The patient had a colonoscopy on (B)(6) 2021, which revealed a 5cm infiltrative lesion suspicious for sigmoid malignancy. On (B)(6) 2021, a biopsy revealed invasive, moderately differentiated adenocarcinoma of the sigmoid colon. On (B)(6) 2021, the patient had a colectomy and colostomy. The patient¿s infection was reported to have resolved on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist device (lvas), serial number (B)(6), and the reported ileus, infection, hemorrhoids, and adenocarcinoma could not be conclusively established through this evaluation. A cause for these events could also not be determined. The patient remains ongoing on heartmate 3 lvas serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding and infection (localized, driveline, pump pocket or pseudo pocket). Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. Heartmate 3 lvas patient handbook section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.